Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "periprosthetic capsule (stage 3): the breast is hard and deformed, but there is no pain". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device was explanted. Return status is unknown.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "periprosthetic capsule (stage 3): the breast is hard and deformed, but there is no pain". This record is for the right side. Device was explanted.